Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the device had an issue with the pressure regulating key of the pleurovac. Per additional information received from the reporter, the pressure regulator was not working properly. There were suction issues at the beginning of use until the pressure regulator did not work well. As a result, the device was replaced with the same model. There was no medical intervention required. The patient has left the institution so there is no current status.